Event description:
It was reported that the device detected two false asystole episodes as the patient's r wave decreased in size and the device did not sense the r wave. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later reported that episodes of device undersensing were being denoted as bradycardia episodes. Additionally, a loss of signal was noted.